Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was presented with unstable spondylolisthesis and underwent following surgery: l4-5 posterolateral spinal fusion,l4-5 post instrumental legacy 5.5 titanium, right iliac crest graft supplemented with using rhbmp-2/acs and local bone graft. Emg nim stimulation satisfactory. As per operative notes ¿¿..a small using rhbmp-2/acs sponge was placed in the facet joint followed by the impaction of bone graft¿..¿

Event description:
It was reported that the patient underwent an l4-5 posterolateral spine fusion; l4-5 posterior instrumentation, and right iliac crest graft supplemented with rhbmp-2/acs and a local bone graft fusion using rhbmp-2/acs. Postop, imaging studies reportedly showed that the patient experienced ectopic bone growth and resulting nerve compression at the implant site. The patient also reportedly experienced chronic pain and radiculitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.